Event description:
It was reported that the customer performed the load process incorrectly and received multiple cartridge detection notifications. The customer's blood glucose level was elevated (300 mg/dl) because they did not know how to proceed with loading a cartridge. During troubleshooting, the customer was assisted with loading a cartridge.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.